Event description:
Approximately seven weeks post hvad implantation while still inpatient from initial implant the patient was found seizing and in a pulseless electrical activity rhythm (pea). He was subsequently intubated and transferred back to the cardiothoracic ICU where neurology and palliative care were consulted. Stat CT scan results revealed embolic showering with hemorrhagic conversion. Serial electroencephalograms (eeg) were also performed to monitor seizure activity. Anticoagulants were held and antiepileptics, low dose heparin, inotropic support and hemodialysis were initiated. Follow up CT scans and neurological exams showed some improvement but the patient continued to have a poor prognosis. Several days later the family decided to withdraw care and the patient expired. The cause of death is reported to be cardiac arrest secondary to intraparenchymal hemorrhages and anoxic injury. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that a patient experienced a hemorrhagic cerebrovascular accident. The patient underwent a head computerized tomography (CT) scan which revealed embolic showering with hemorrhagic conversion. The family decided to withdraw care due to the poor prognosis reported by the medical staff. The pump was not returned to the manufacturer for analysis. Death and serious, life-threatening adverse events, including stroke and bleeding have been associated with the use of this device as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.